Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3889-28, lot# va0snfs, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal / pelvic floor. It was reported that the patient experienced a decrease in efficacy. The patient also lost 60 pounds so the implant is now superficial and uncomfortable. An impedance test was performed and impedances were identified on all combos except for 2, 3, and those involving the case. It was decided to leave the implant off. An explant procedure was scheduled for (B)(6) 2016 as the patient is in very poor health. The patient also fractured her back at l3, had multiple falls, and tore her rotator cuff which was reported to be part of the patient's past medical history; the patient fell twice yesterday. It was reported to be unknown when the issues began occurring.

Event description:
Additional information received from the rep reported multiple falls in the past few months but no single fall had been specially identified as the cause of the impedance issue, but it was believed the impedance issues existed because of the fall. The device system was not going to be replaced after explant the following week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.